Event description:
The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(6), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported the patient was in the hospital with the pump "outside the body." The pump had completely dehisced. Erosion was noted at the device pocket. They planned to removed the pump and the catheter later the day of this report. They turned the daily dose down by 25%. It was stated they were "prepared for post-op drug withdrawal and prepared to treat as needed." It was further reported the total system was explanted. The patient was recovering "well" as of friday.